Event description:
Patient¿s mother (mop) contacted ope about a line placed for patient that leaked, so patient was in surgery in the morning of [date redacted] to replace it. It is mop¿s assertion that the line was defective. Patient's line was placed on [date redacted]. Patient's line leaked after two months and was not fixed by a new cap or the vascular team's assistance. Mop has no complaints against doctors or nurses, but states there was harm to patient having to go through another procedure to repair the problem with the line on the morning of [date redacted]. Mop¿s questions and requests: wants to know if the faulty line placed in patient is a new product. She wants to know if it was tested well, and if there were known issues with this product before using it on patients. Wants someone to look into what happened with patient so other users of this line are aware of this defect. Mop states that other doctors and hospitals need to know about this. Wants a response about what is found by an investigation and what is being done about it. Per mop: patient¿s line was placed on [date redacted]. On [date redacted], mop learned that the line was broken. Mop said, ¿it is a faulty product¿ and wants to know what the hospital does to report this so it will not happen to any other patient here or in other hospitals. Mop explained that while the staff was flushing the line on [date redacted], it was dripping, so they changed the cap. ¿the vascular team also came in and crewed the syringe directly to the line, but it was still dripping when they pushed on it.¿ mop learned that the only way to fix the leaky line was to replace it, so patient is in the treatment center this morning to replace the line. Mop thinks there is harm to patient to have to go through the procedure today because of a faulty product. Mop adds that it also means longer admission for pt. Mop hopes patient does not get an infection from the added procedure today. The prior line that was placed by lpch to this line lasted for two years. Mop also shared pictures of the card given to her when the line was initially placed on [date redacted]. The card shows: medcomp, pro-PICC CT, pro-line CT, ref: md28037201, 7f x 60cm dl pro-line CT, lot mqza580, use by 10-17-2026.